Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), migraine ("migraines"), alopecia ("hair loss"), weight increased ("weight gain") and menorrhagia ("excessive menstrual cycles and abnormal symptoms"). The patient was treated with surgery (underwent a bilateral salpingectomies and/or hysterectomy to remove essure). Essure was removed in 2014. At the time of the report, the abdominal pain, back pain, migraine, alopecia, weight increased and menorrhagia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, menorrhagia, migraine and weight increased to be related to essure. The reporter commented: plaintiff sought medical attention from her health care providers for the forgoing symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles and abnormal symptoms"), migraine ("migraines") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent a bilateral salpingectomies and/or hysterectomy to remove essure). Essure was removed in 2014. At the time of the report, the abdominal pain had resolved and the menorrhagia, migraine, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, menorrhagia, migraine and weight increased to be related to essure. The reporter commented: plaintiff sought medical attention from her health care providers for the forgoing symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), migraine ("migraines"), alopecia ("hair loss") and menorrhagia ("excessive menstrual cycles and abnormal symptoms") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent a bilateral salpingectomies and/or hysterectomy to remove essure). Essure was removed in 2014. At the time of the report, the abdominal pain had resolved and the migraine, alopecia, weight increased and menorrhagia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, menorrhagia, migraine and weight increased to be related to essure. The reporter commented: plaintiff sought medical attention from her health care providers for the forgoing symptoms. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media : reporter added. Event outcome updated as recovered for pelvic pain and abdominal pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.